Event description:
Customer states that she obtained a reading of 98 mg/dl on her compact plus meter. About 30 minutes later she had hypoglycemic symptoms of feeling cold and blurred vision. She called the emts and subsequently passed out. She is not sure when the emts arrived, but they were treating her with oral glucose when she awoke. The emts tested the customer at 42 mg/dl on their meter. No delay in treatment reported. Emts stayed for one hour and left when customer felt better. Requested return of suspect device and strips; however, strips have been used up and will not be returned. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.